Event description:
A pt svc rep called zoll customer support to report downloading issues with a (B)(6) male pt. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger would not power on. The cause was a defective connector on the power supply brick that plugs into the charger. The root cause of the defective connector cannot be positively determined. No adverse event resulted from the damaged connector. The pt was provided with a replacement charger.